Event description:
Staff members were treating an elderly male pt. The staff defibrillated the pt several times. While they were monitoring the pt, a dotted line appeared on the unit's monitor screen. The staff changed the unit's cables, but the dotted line remained on the screen. The staff obtained another unit and continued to treat the pt. There was not adverse effect on pt.